Event description:
It was reported that the device was oversensing t-waves. Previous review of sessions record, noted recommended device reprogramming, but partial reprogramming was completed in order to avoid induction testing. Anomalous pacing behavior were noted as a result of the partial programming. Another recommendation to reprogram the device was provided. No adverse event was reported. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.